Event description:
A home patient reported that after receiving a system error 2265 during drain 4/4, the home patient powered the machine off and on in an attempt to return to the initial drain cycle. The home patient then removed an empty supply bag and replaced it with a new using the same supply line of the homechoice set. The home patient remained connected to the patient line of the homechoice set throughout this entire process including the prime cycle. The home patient then ended the therapy session after completing the initial drain cycle. No patient injury or medical intervention reported per the home patient.